Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Surgeon reported he was contacted by a patient with a complaint of pain and instability. Patient alleges she was implanted with a recalled triathlon knee implanted using the shapematch cutting guide. Surgeon reported he only used otismed cutting guides prior to the release of shapematch cutting guide. Rep will try to obtain patient and implant information, and confirmed that no other information will be available.